Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels ranging from 300 mg/dl to 400 mg/dl. Bg was addressed and issue resolved when the customer began using an alternate pump. The customer alleged that the cause of the high bgs is due to "pump not performing as intended." Reportedly, the customer was using cartridges filled with humalog for 4 days. The customer was educated on cartridge labeling. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. However, the customer requested a replacement pump and will rely on an alternate pump for insulin therapy.